Manufacturer narrative:
Visual inspections were performed on the returned device. The unspecified failure was confirmed to be a needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device via a 6f sheath, using the pre-close technique, prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the proglide device failed. The method of achieving hemostasis was not specified. There was no clinically significant delay in the procedure. No additional information was provided.